Event description:
It was reported that stent expansion failure occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified iliac artery. A 12x40x120 epic stent was deployed for treatment. However, during the procedure, the radial force does not seem enough, and the stent failed to fully expand. Additional percutaneous transluminal angioplasty and stenting was performed after the epic stent did not fully expand in the lesion. The procedure was completed with this device. There were no patient complications nor injuries reported and the patient status was good.